Manufacturer narrative:
Date sent to the FDA: 4/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/05/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery and mesh was implanted on (B)(6) 2020 during which the surgeon noted the mesh had flipped out at the pubic tubercle level. He was able to reduce it all the way back into the peritoneal space. It was reported that the patient had hernia repair surgery on (B)(6) 2016 and mesh was implanted. Other procedure was captured in a separate file. It was reported that the patient experienced an unknown event. No additional information was provided.